Event description:
In 2000 the account obtained a negative result with suds hiv1. Sample was tested by reference lab and was positive (method unknown). Western blot results were indeterminate. The account stated that the suds hiv1 results were not reported.